Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed the pump basal rate intermittently changed to 0.0 units. Tandem technical support (cts) reviewed pump data and multiple, intermittent occlusion alarms were identified. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.